Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing. High pacing impedance was also noted and a lead integrity alert triggered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to a possible fracture of the right ventricular lead. The lead had high impedance and non-sustained tachycardia episodes with oversensing were noted on the electrogram. The lead was turned off and the patient was transferred to another hospital for further action. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was explanted and replaced.